Event description:
The hcp called to report they had expected to withdraw .1ml from a pts pump and actually withdrew 18ml. A dye study had been performed a week prior and it showed that the catheter was working fine. No pt symptoms were reported. The hcp wanted a perform a roller study. The last refill volume was 18 ml. The hcp reported that the pt is on a daily dose of 400 mcg with a concentration of 750 mcg/ml. Device registration system indicates lioresal as the drug infused by the pump. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.